Manufacturer narrative:
Mml #: (B)(4). The device was not returned for analysis. Therefore, no evaluation can be performed. A supplemental report will be submitted if the device is returned and evaluated. Other devices removed. Model: 8145 descriptions: implantable stimulation lead serial numbers: (B)(6). UDI #s: (B)(4).

Event description:
It was reported that the patient requested an explant because she experienced discomfort in the implantable pulse generator (ipg) site due to her small frame and physique. The patient had been using the reactiv8 system for over a year and reported no response to the therapy. The device was explanted without complications. There was no report of patient harm or injury. The device history record was reviewed. No relevant nonconformances were found.

Event description:
It was reported that the patient requested an explant because she experienced discomfort in the implantable pulse generator (ipg) site due to her small frame and physique. The patient had been using the reactiv8 system for over a year and reported no response to the therapy. The device was explanted without complications. There was no report of patient harm or injury. The device history record was reviewed. No relevant nonconformance's were found.

Manufacturer narrative:
Mml#: (B)(4).